Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the impedances was that the test was not properly done. The issue resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that there were high impedances reported, but further details were unknown. The patient needed an MRI and the hcp reported impedance info to the rep. Electrode impedances were re-run at a higher amplitude, but results were not discussed. There were no further complications reported.